Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the external carotid artery using penumbra smart coils (smart coils). During the procedure, the physician placed fourteen smart coils in the target vessel. While attempting to advancing the next smart coil out of its introducer sheath, the physician encountered resistance; therefore, it was removed. The procedure was completed using another smart coil and two non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 20.0 and 34.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds. The introducer sheath had coagulated blood inside the lumen. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encountered during advancement. Subsequently, if the smart coil is advanced against resistance, damage such as offset coil winds may occur. During the functional test, resistance was encountered as the offset coil winds begun to compress inside the sheath and the pusher assembly could not be advanced any further. Further evaluation of the returned smart coil revealed kinks in the pusher assembly. These kinks were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.